Manufacturer narrative:
A specific root cause could not be identified. Sample from the patient was submitted for investigation. The customer's results were reproduced and no interfering factor was identified.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable free triiodothyronine (ft3) results for one patient sample from a cobas e602 analyzer. The specific date of testing was not provided. The sample was submitted for investigation and was tested on centaur, analytical e module (e170), and cobas e411 analyzers. Refer to the attachment to the medwatch for all patient data. Information concerning if any result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided.